Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence it was reported that they went in for a follow up appointment on the 10th of december, and they were able to feel stim, but the patient was no longer feeling stim. The patient said they are getting a 45% reduction in symptoms. Reviewed increasing stim vs changing programs. The patient opted to change programs. Additional information was received from the patient. They reported that the likely cause of not feeling stimulation was due to brain damage when they received a push. At the time of the situation, they were bleeding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.